Manufacturer narrative:
The reported issue was inconclusive. The device was not returned. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It was unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, water flow is greater than or equal to 2.3 liters per minute and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient should be rewarming on arctic sun device but was getting colder. Current patient temperature was 34.8c and rewarm from 35.2c. Foley probe was in use. Flow rate was 2.3lpm. Rewarming patient to 36.8c. Water temperature was 35c. The patient was cooled to 36c. The patient was rewarming as expected until they came back from getting a computed tomography (CT). At that time the patient's temperature dropped. The patient was on continuous renal replacement therapy (crrt). The warmer was on. Nurse stated they had change the rewarm rate from 0.25c/hr to 0.4c/hr and continued to adjust the rewarm from temperature to the patient's current temperature. Mis advised it was difficult to troubleshoot when the settings were changed. Asked nurse to not make any changes and they would call back in 2 hours. The trend indicator was pointing down, so the patient's temperature would drop before rising. Explained they could add a bair hugger and/or warm blankets. Nurse stated the pad coverage was adequate. Suggested confirming temperature with a second source. Asked nurse to look at the dotted yellow line to see when the settings were adjusted. Perhaps the target temperature was adjusted when the patient returned from computed tomography (CT). Explained they should not need to make adjustments to the device and if there was ever any concern to call the helpline before making any changes. 2 hours later the nurse adjusted the rewarm rate to maximum and added a bair hugger. Patient temperature was neutral. Patient temperature was 34.6c. Water temperature was 42c. Mis explained that at maximum the device trying to warm the patient as soon as possible. Discussed risks associated with a rapid rewarm. The device was making warm water and had a good flow rate. The device was functioning properly.

Event description:
It was reported that the patient should be rewarming on arctic sun device but was getting colder. Current patient temperature was 34.8c and rewarm from 35.2c. Foley probe was in use. Flow rate was 2.3lpm. Rewarming patient to 36.8c. Water temperature was 35c. The patient was cooled to 36c. The patient was rewarming as expected until they came back from getting a computed tomography (CT). At that time the patient's temperature dropped. The patient was on continuous renal replacement therapy (crrt). The warmer was on. Nurse stated they had change the rewarm rate from 0.25c/hr to 0.4c/hr and continued to adjust the rewarm from temperature to the patient's current temperature. Mis advised it was difficult to troubleshoot when the settings were changed. Asked nurse to not make any changes and they would call back in 2 hours. The trend indicator was pointing down, so the patient's temperature would drop before rising. Explained they could add a bair hugger and/or warm blankets. Nurse stated the pad coverage was adequate. Suggested confirming temperature with a second source. Asked nurse to look at the dotted yellow line to see when the settings were adjusted. Perhaps the target temperature was adjusted when the patient returned from computed tomography (CT). Explained they should not need to make adjustments to the device and if there was ever any concern to call the helpline before making any changes. 2 hours later the nurse adjusted the rewarm rate to maximum and added a bair hugger. Patient temperature was neutral. Patient temperature was 34.6c. Water temperature was 42c. Mis explained that at maximum the device trying to warm the patient as soon as possible. Discussed risks associated with a rapid rewarm. The device was making warm water and had a good flow rate. The device was functioning properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.